Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced a low blood glucose (bg) of 41 mg/dl. Reportedly, the customer suspected that the pump settings were incorrect. The customer ate a snack to treat bg. Customer spoke with their healthcare provider to adjust pump settings.